Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the system malfunction caused abnormal front panel lighting. Based on the results of the investigation, it is likely the event occurred due to the bad mesh turret and filter turret. However, a definitive root cause could not be identified. Since the device was manufactured 15 years or more ago, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source, all light-emitting diode (led) lighting parts flash. There were no reports of patient harm.